Manufacturer narrative:
The insulin pump was received with constant a35 alarm follow by motor error alarm during rewind due to motor encoder out of phase. Unable to complete functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test also, unable to confirm history anomaly due to motor error alarm. The insulin pump had minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of 911 called was 600 mg/dl. The customer was admitted to the hospital. The customer cause of 911 called was stroke. Customer was wearing the pump at time of 911 called. Customer's nurse was unable to rewind pump due to motion sensor test failure alarm and motor error alarm. The customer reported via phone call indicating that the insulin pump alarm motion sensor test failure (a35). Customer's blood glucose was 400 mg/dl. The customer was unable to troubleshoot because she was not able to get out of rewind process. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 400 mg/dl. The customer was not able to complete the rewind process because of the motion sensor test failure alarm (a35). The customer was advised that the device would be replaced.